Event description:
A consumer reported experiencing blurry distance and near vision two yrs following intraocular lens (iol) implant surgery. She reported having to use medication for swelling. She was told by her surgeon that the reason her vision "wasn't great" was because he had "set the lens wrong." A yag laser was performed which "seemed to help a lot". She was given a pair of glasses which helps with her distance and near vision. She was sent to a retinal specialist and was told that she has a wrinkle in her mascula in the fellow eye. In a follow-up, the surgeon reported the pt having macular pucker in the fellow eye and feels this is the reason why the pt is feeling her vision is blurred. He continues to monitor the pt. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 09/17/2009 and 10/01/2009 by phone, fax, and mail. Additional info was received by phone. A completed questionnaire has not been received. This report was mailed to FDA on: 10/16/2009.